Manufacturer narrative:
The reported field event of extended charge time was confirmed in the laboratory via review of device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.

Event description:
It was reported that the patient heard a popping noise, the device delivered a patient notifier alert for a long charge time. The charge time was measured in clinic and was found to be variable. The device was explanted and replaced. No patient symptoms were reported.